Event description:
It was reported that the customer was not receiving any insulin from his insulin pump, and he requested a replacement. Days later, the son called back and stated that they got the new replacement in the morning, but in the afternoon of the same day, the customer's blood glucose went up to 600mg/dl and went to the hospital due to high blood glucose. The caller stated that the day before his dad had a heart attack. The son also stated that the customer was off the insulin pump for a few hours prior to his admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.